Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Related manufacturer report # - 1644487-2024-01100. Health effect - clinical code :e2401. Health effect - clinical code :e0130. Health effect - clinical code :e1713. Health effect - impact code: f2301. Health effect - impact code: f1901.

Event description:
During a review of scientific articles regarding vns therapy, an article titled "complications and mortality rate of vagus nerve stimulation for drug-resistant epilepsy" was located and found to have multiple complaints for multiple patients. The breakdown of the reported adverse events are as follows: infection (4 patients, all received antibiotics and had device removed due to infection), lead breakage (8 patients, all had leads replaced), device extrusion or migration (2 patients, both of whom had device removed)), device disablement (3 patients, disabled due to unspecified complications and/or lack of efficacy), vocal cord paralysis (4 patients), myocardial infarction (1 patient who eventually had a pacemaker also implanted), obstructive sleep apnea (3 patients, 1 of whom had a uvuolapalatopharyngoplasty) . It was also reported in the paper that 4 patients total passed away over the 23 years (1due to seizures, 2 probable sudep, 1 medical complications). MFR. Report #1644487-2024-01098 (this report) captures the reported infection, vocal cord paralysis, myocardial infarction, unspecified adverse event, sleep apnea, and device extrusion. MFR. Report #1644487-2024-01100 captures the reported lead fracture. MFR. Report# 1644487-2024-01101 captures the reported patient deaths. No other relevant information has been received to date.